Event description:
The customer reports the device has a screen problem. There is no reported pt involvement.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. A f/u report will be submitted once the investigation is complete.